Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1, spinal pain, and radiculopathy. It was reported that the patient's ins turned off on the morning of the report, and they were not sure why. The patient was unable to try turning it back on because the patient programmer was not working (see related pe). Follow-up was conducted. No further complications were reported.